Event description:
A bf-uc180f bronchoscope was introduced through the mouth via laryngeal mask airway into the tracheobronchial tree. An olympus ebus-tbna 21 gauge needle was placed in the right paratracheal area, the subcarinal area, and in the right hilum. Samples by transbronchial needle aspiration were performed. The broken sheath of ebus needle was found in the lateral basal segment in the left lower lobe. The foreign body was successfully removed using snare/forceps.